Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that green goo was coming from the black wire going from the system controller to the battery about 3 inches from the battery end. There was very small puncture where the goo was coming out. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s black power cable being damaged with visible green liquid around the puncture was confirmed, as the returned system controller (serial number (B)(6)) was observed to have a puncture in its black power cable near its connector-side bend relief; green liquid was also observed to be coming out of this puncture. The system controller was functionally tested and operated a mock loop throughout all testing despite the damage. The controller was opened and inspected at a component level, and fluid ingress was observed throughout both cables, affecting their inner wires, as well as within the controller¿s housing near its internal power cable connectors. The controller¿s power cables were also noted to have minor wire fatigue which could have occurred due to the fluid ingress affecting both cables. Available information for this event indicates that the controller was exchanged to resolve the issues. The root causes of the fluid ingress within the controller, or the damage to the black power cable which could have allowed fluid to accumulate, were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.